Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics.

Event description:
It was reported that during implant of the atrial lead, capture could not be obtained. The lead was not implanted.